Event description:
It was reported that during a meniscus refixation on (B)(6) 2013, the first implant was inserted without any problems, but the second implant was not launched. The second needle perforated the meniscus without the implant. The same situation happened twice with two different devices. Surgery finished using a third meniscal cinch.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The complaint was not confirmed. Device history record review revealed nothing relevant to this event. There was no visual non-conformance with the returned parts of the device. The suture construct associated with the event was not returned therefore the complainant's event could not be verified. The most likely cause of this type of event is not allowing the trailing suture to remain free and unobstructed during implant insertion or the user not following the deployment sequence as stated in the surgical technique guides. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.